Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The patient was not pacemaker dependent at that time. Subsequently, a lead revision procedure was performed and the rv lead was explanted. It was noted that the lead was dislodged, and the physician was unable to completely retract the helix while trying to relocate the lead. A new rv lead was implanted. No additional adverse patient effects were reported.